Event description:
It was reported that the patient was experiencing palpitations and thought their cardiac resynchronization therapy defibrillator (crt-d) device was malfunctioning. No programming changes were made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.